Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's sister, that the patient had received multiple shocks and the patient had been very weak since then. Follow up with the patient's physician indicated that the patient had received inappropriate shocks for atrial fibrillation with rapid ventricular response. Reprogramming was performed and the patient started on new medication. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned after being replaced approximately seven months later.